Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post-paced oversensing was observed on the ventricular channel during a ventricular capture threshold test. No programming changes were made. The patient condition is good.